Event description:
A fire broke out in the x-ray control room. The fire department was called and the hospital was evacuated to prevent any injuries. The control room equipment, which consisted of x-ray system support devices and other non x-ray devices like a fan, were totally destroyed by the fire. The local fire marshal is still investigating this fire. The root cause of the fire is still unknown at this time. It is not known if a device, wiring, or other contributor caused this fire. Philips is still investigating this complex issue since it was notified four days after fire and its damaged equipment was removed from the control room.